Event description:
In 2008, the pt's mother reported that the previous night the patient's blood glucose was evaluated to 300 mg/dl and the infusion device displayed e4 (occlusion) error while attempting to bolus. The pt cleared the error and was able to bolus without error. She did not experience any further errors. The infusion set had been in use for 2 days. Her normal blood glucose range is 70-120 mg/dl. The pt was sent an infusion set insertion device and info on infusion site management. Upon follow up six days later, the mother reported that the cannula of the pt's infusion site was bent upon removal. Her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.